Event description:
Customer's mother reporting two emergency room visits due to high blood glucose and low blood glucose. The first ER visit blood glucose reading of over 600 mg/dl. Customer experienced vomiting and abdominal pain. Diagnosis was diabetic ketoacidosis. Customer was treated with intravenous treatment. The second visit due to low blood glucose, the blood glucose reading was 92 mg/dl. Customer had a seizure. Transported to hospital via ambulance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.